Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus), migration of essure device location of device: uterus/ migration") in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included soreness breast, ovarian cyst, dysfunctional uterine bleeding, polycystic ovarian syndrome, ankle swelling, chest pain, fever, redness, redness, incision site pain, shortness of breath, unable to eat, unable to urinate, hot flashes, anal bleeding, lower abdominal pain, postpartum depression, rectal bleeding, cervical dysplasia, hemorrhoids and cramps menstrual. Concomitant products included levonorgestrel (mirena). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, 9 years 1 month after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia"). In (B)(6) 2007, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic, nickel allergy"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal distension ("bloating"), alopecia ("hair loss"), contusion ("bruising"), weight increased ("weight gain"), hypoaesthesia ("numbness in extremities"), fatigue ("fatigue"), nausea ("nausea") and infection ("infections"). The patient was treated with surgery (underwent laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, allergy to metals, abdominal distension, alopecia, contusion, weight increased, hypoaesthesia, fatigue, nausea, infection, depression, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, contusion, depression, dyspareunia, fatigue, hypoaesthesia, infection, menorrhagia, nausea, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: there is a decrease of pain following removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded.; on (B)(6) 2012: total bilateral occlusion. X-ray - on (B)(6) 2012: no filling of the tubes is seen around the implant . Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, allergy to metals, abdominal distension, nausea, menorrhagia . Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received: dyspareunia, depression and mental anguish events was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus), migration of essure device location of device: uterus/ migration") in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included soreness breast, ovarian cyst, dysfunctional uterine bleeding, polycystic ovarian syndrome, ankle swelling, chest pain, fever, redness, redness, incision site pain, shortness of breath, unable to eat, unable to urinate, hot flashes, anal bleeding, lower abdominal pain, postpartum depression, rectal bleeding, cervical dysplasia, hemorrhoids and cramps menstrual. Concomitant products included levonorgestrel (mirena). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2016, 9 years 1 month after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and allergy to metals ("allergic or hypersensitivity reaction type: allergic, nickel allergy"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal distension ("bloating"), alopecia ("hair loss"), contusion ("bruising"), weight increased ("weight gain"), hypoaesthesia ("numbness in extremities"), fatigue ("fatigue"), nausea ("nausea") and infection ("infections"). The patient was treated with surgery (underwent laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, allergy to metals, abdominal distension, alopecia, contusion, weight increased, hypoaesthesia, fatigue, nausea and infection outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, contusion, fatigue, hypoaesthesia, infection, menorrhagia, nausea, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: there is a decrease of pain following removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded.; on (B)(6) 2012: total bilateral occlusion. X-ray - on (B)(6) 2012: no filling of the tubes is seen around the implant. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, allergy to metals, abdominal distension, nausea, menorrhagia. Most recent follow-up information incorporated above includes: on 24-apr-2018: pfs and mr received: new reporters, patient demographic information, product indication, onset and removal dates updated, concomitant disease and medication, new events menorrhagia, vaginal haemorrhage, allergy to metals, added. Event pelvic pain added as a symptom for the event uterine perforation. Event migration clubbed with uterus perforation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus), migration of essure device location of device: uterus/ migration') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included soreness breast, ovarian cyst, dysfunctional uterine bleeding, polycystic ovarian syndrome, ankle swelling, chest pain, fever, redness, redness, incision site pain, shortness of breath, unable to eat, unable to urinate, hot flashes, anal bleeding, lower abdominal pain, postpartum depression, rectal bleeding, cervical dysplasia, hemorrhoids and cramps menstrual. Concomitant products included diazepam, escitalopram oxalate, escitalopram oxalate (lexapro), levonorgestrel (mirena), metformin, phenazopyridine and phentermine. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic, nickel allergy"), 9 years 1 month after insertion of essure (ess205). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal distension ("bloating"), alopecia ("hair loss"), contusion ("bruising"), hypoaesthesia ("numbness in extremities"), fatigue ("fatigue"), nausea ("nausea"), infection ("infections"), urinary tract disorder ("urinary disorders"), bladder disorder ("bladder problems"), cystitis ("bladder infection "), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, abdominal distension, alopecia, contusion, weight increased, hypoaesthesia, fatigue, nausea, infection, depression, anxiety, dyspareunia, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown and the vaginal haemorrhage, allergy to metals and urinary tract disorder had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, bladder disorder, contusion, cystitis, depression, dyspareunia, fatigue, hypoaesthesia, infection, menorrhagia, nausea, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: there is a decrease of pain following removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded.; on (B)(6) 2012: results: total bilateral occlusion.. X-ray - on (B)(6) 2012: results: no filling of the tubes is seen around the implant. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, allergy to metals, abdominal distension, nausea, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus), migration of essure device location of device: uterus/ migration') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included soreness breast, ovarian cyst, dysfunctional uterine bleeding, polycystic ovarian syndrome, ankle swelling, chest pain, fever, redness, redness, incision site pain, shortness of breath, unable to eat, unable to urinate, hot flashes, anal bleeding, lower abdominal pain, postpartum depression, rectal bleeding, cervical dysplasia, hemorrhoids and cramps menstrual. Concomitant products included diazepam, escitalopram oxalate, escitalopram oxalate (lexapro), levonorgestrel (mirena), metformin, phenazopyridine and phentermine. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic, nickel allergy"), 9 years 1 month after insertion of essure (ess205). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal distension ("bloating"), alopecia ("hair loss"), contusion ("bruising"), hypoaesthesia ("numbness in extremities"), fatigue ("fatigue"), nausea ("nausea"), infection ("infections"), urinary tract disorder ("urinary disorders"), bladder disorder ("bladder problems"), cystitis ("bladder infection "), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, abdominal distension, alopecia, contusion, weight increased, hypoaesthesia, fatigue, nausea, infection, depression, anxiety, dyspareunia, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown and the vaginal haemorrhage, allergy to metals and urinary tract disorder had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, bladder disorder, contusion, cystitis, depression, dyspareunia, fatigue, hypoaesthesia, infection, menorrhagia, nausea, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: there is a decrease of pain following removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded.; on (B)(6) 2012: results: total bilateral occlusion.. X-ray - on (B)(6) 2012: results: no filling of the tubes is seen around the implant. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, allergy to metals, abdominal distension, nausea, menorrhagia most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New events: bladder problems urinary problems bladder infection uti vaginal infection vaginal discharge added outcome for the event 'pain, bleeding and urinary disorders' is updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), alopecia ("hair loss"), contusion ("bruising"), abdominal distension ("bloating"), weight increased ("weight gain"), hypoaesthesia ("numbness in extremities"), fatigue ("fatigue"), nausea ("nausea") and infection ("infections"). The patient was treated with surgery (underwent laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure (ess205) was removed. At the time of the report, the uterine perforation, device dislocation, alopecia, contusion, abdominal distension, weight increased, hypoaesthesia, fatigue, nausea and infection outcome was unknown. The reporter considered abdominal distension, alopecia, contusion, device dislocation, fatigue, hypoaesthesia, infection, nausea, uterine perforation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.